Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that an imaging showed that the patient's distal lead contacts were dislodged.